Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string fell off during removal, retained [foreign body in reproductive tract]. Tampon string fell off [device breakage]. Tampon string fell off when I went to remove [complication of device removal]. Consumer reported via e-mail that string fell off tampon during removal. No serious injury reported.